Event description:
Boston scientific crm received information that this implantable left ventricular pacing lead exhibited high pacing threshold measurements. A chest x-ray revealed the lead had dislodged. To date, there have been no reported patient symptoms associated with this clinical observation.

Manufacturer narrative:
Additional information was received that the lead was capped and surgically abandoned during a device change out procedure. Should additional information become available, this event will be updated.